Event description:
Boston scientific crm received information that this left ventricular lead dislodged. The physician was unable to remove the lead so it was surgically abandoned in the patient. It was also observed that the lead had insulation damage accompanied with high thresholds, loss of capture and high impedances. And by flourscopy, the lead's suture sleeve could not be located.

Manufacturer narrative:
A new left ventricular lead was successfully implanted. Should additional information become available, this event would be updated.